Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user request. The forceps passage/biopsy channel had an internal cut and was leaking. The evaluation also found the forceps cover glue was peeling, the a-rubber (bending section rubber) was cracked, the cover label on the control body is missing, the probe unit is loose, and there is a broken ultrasound image element (damaged piezoelectric element on ultrasound probe). This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
It was reported that a leak was noted during insufflation while using an evis exera ii ultrasound gastrovideoscope. The event occurred during a procedure. As reported, there was no delay to the procedure and the procedure was completed with the same device. No patient harm was reported.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, special adoption, and variations at the time of shipment. The damage to the device is attributed to user handling, likely to be caused by external force applied. The instructions for use includes the following statements that prevent the issue from happening: important information ¿ please read before use. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.